Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting impedance measurements greater than 2500 ohms due to a fracture. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead is being returned for testing. This product issue will be updated when the lead is returned and evaluated.

Manufacturer narrative:
The lead is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted damage to the conductor coils and resistance testing confirmed the lead was not electrically continuous. Analysis revealed the coils were fractured approximately 29.2 cm from the terminal pin, distal end of the suture sleeve tie-down area. No other adverse events have been reported. This product issue will be updated if additional information is received.